Event description:
It was reported that the patient was still incontinence with this artificial urinary sphincter (aus) implanted. A revision surgery in which the physician removed 3.5 cuff and replaced with 4.0 cuff. The new cuff was placed higher in different spot. All other components remained inside the patient. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the physician replaced the cuff with a larger size cuff. The new cuff was placed higher in different spot. All other components remain implanted. No patient complications were reported.